Event description:
Co received a report that, during insertion of this biliary stent, the stent dislodged from the balloon catheter and remained in the left femoral artery. The stent was surgically removed with no further complications to the patient. The target vessel is not reported to co.